Manufacturer narrative:
(B)(4). Evaluation , results: patient¿s condition affected effectiveness of device (scar tissue at the entry site).conclusion: device failure/lack of effectiveness related to patient condition (scar tissue at the entry site).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the delivery system was unable to reach the deployment site. The issue was scar tissue at the entry site. The device would not enter the artery. The device did not kink. The graft cover had a slight gap from the delivery tip and would not pass into the vessel. A new device was opened and used successfully. There were no complications and the case was completed without an event. No clinical sequelae were reported and the patient is fine.